Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for transmitter. Product investigation concluded no defects found. No data available for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom to report a permanent out of range signal. No medical intervention or injury was reported at this time.